Manufacturer narrative:
The customer's cobas® liat® system was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
For these samples, there was baseline noise observed in the provided data. The analyzer was requested to be returned for further evaluation. Facility name ((B)(6)) was truncated due to character limitations. (B)(4).

Event description:
During review of customer data from a (B)(6) customer site, it was identified that 2 samples generated false positive sars-cov-2 results when tested with the cobas sars-cov-2 and influenza a/b test for use on the cobas liat system (serial (B)(4)). For these samples, there was baseline noise observed in the provided data. These samples were not alleged to be false positive by the customer. No details regarding the patients are known. Two mdrs will be submitted. The analyzer was requested to be returned for further evaluation.